Manufacturer narrative:
Additional information: visual analysis reveals that the attachment end of the implant is damaged. The ¿ears¿ at the opening where the inserters connects to the implant has become splayed ~ 3mm. One of ¿ears¿ is cracked. There is material deformation on the outside of the "ears" threaded insert area, suggesting lateral bend stresses during attempted implantation. The threads on the ti insert are not damaged. Conclusion: the above observations are consistent with overload due to lateral bend stresses during attempted implantation.

Event description:
It was reported that a patient underwent a tlif procedure at l4-l5 with screw fixation at l4-l5-s1 bilaterally. After discectomy had been finished and end plate preparation done, the trial size was selected but the cage "wouldn't approach the contralateral side. The implants had been used and the trial had been removed, at certain point while opening the leaver and directions of the cage to the contralateral side the cage didn't move. The cage had been removed and more discectomy had been done then the cage had been reinserted but the same thing happened. The implant¿s holder removed and both impactors used. At this step the cage had been broken. The cage was removed and a new one was used to complete the procedure".

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.